Event description:
Pt reported that she was implanted with the lagb system in (B)(6) of 2009. Approximately three years ago, she began showing signs and symptoms that the band was leaking such as vomiting and discomfort. She is very disappointed with the results she received from lagb. She reported that she is within 30 pounds of her initial weight before use. She stated that a barium swallow indicated that there is a leak and that the band is not doing what it is supposed to do. She alleges that her physician has suggested that she have it replaced, but her insurance will only pay for its removal.